Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a breach in the sterile barrier.

Manufacturer narrative:
Alleged failure: I had an issue in the middle of a case where I went to open a drill bit that was sent to me unsealed in the clear paper wrapping. Opened the box to get drill bit out, noticed packaging was not sealed. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is a manufacturing issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a breach in the sterile barrier.